Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), while the balloon was being deflated after successful deployment of a 26mm sapien 3 valve, blood was observed inside the balloon. When the delivery system was retrieved, a hole approximately 1cm in length was observed in the proximal part of the balloon. At the time of the report, the patient was stable. The patient had very calcified native leaflets.

Manufacturer narrative:
The complaint for balloon ¿ leakage, was confirmed based on photographs (relevant to the complaint) provided from the procedural site. However, due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of device history records (DHR) did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaints relating to balloon leakage. Review of complaint history for the month of june 2016 reveals that the occurrence rate does not exceed the control limits for the trend category balloon leakage. No corrective or preventative action is required at this time. While a definitive root cause was unable to be determined, available information supports that patient factors may have contributed to the reported event. Per the description of the events, the patient had very calcified native leaflets and speculated that, per medical opinion, damage could have occurred to the balloon as a result of this calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.